Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change out procedure. During the procedure, the left ventricle lead after connecting to the new generator failed to capture and exhibited high pacing impedance. The system was left as it was and with right ventricle pace only. Patient was stable.